Event description:
It was reported that on (B)(6) 2024 when "pulling back blood into syringe, it streamed blood across the room".

Manufacturer narrative:
It was reported that on 02/19/2024 when "pulling back blood into syringe, it streamed blood across the room". The customer reported the blood did not come into contact with anyone. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.